Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/10/2024 to 01/28/2025, 02/04/2025 and 02/05/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 01-feb-2025. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior surrounding the date of 28-jan-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 01/22/2025 09:10:52.000 01/25/2025 07:13:45.000, 01/25/2025 08:58:46.000, 01/25/2025 09:08:00.000. 01/26/2025 20:40:29.000. Lostsensor1alert (780) was found on: 01/23/2025 12:39:00.000, 01/25/2025 11:04:01.000, 01/28/2025 10:01:00.000, 01/28/2025 10:11:00.000. Sgcalibrationerror (776) was found on: 01/26/2025 20:38:27.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 01/25/2025 16:46:04.000, 01/25/2025 16:56:00.000. 01/27/2025 09:45:37.000, 01/27/2025 09:55:00.000, 01/27/2025 12:59:21.000. 01/28/2025 15:29:50.000, 01/28/2025 15:39:00.000. Failed battery alert/battery failed alarm was found on: 01/27/2025 12:58:49.000. Pump error 23 alarm was found on: 01/25/2025 16:57:04.000. 01/28/2025 15:40:04.000. Power loss alarm was found on: 01/25/2025 16:57:33.000, 01/25/2025 16:57:41.000. 01/27/2025 13:00:35.000. 01/28/2025 15:40:28.000, 01/28/2025 15:40:36.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 27-jan-2025 at 13:00:59.000. There was no power data available for the event date of 27-jan-2025 at 12:58:49.000. Unable to check power data for failed battery alert/battery failed alarm. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.04 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly (pump is not delivering insulin) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with elevated ketones/diabetic ketoacidosis and also reported possible under delivery. The customer reported blood glucose value of more than 800 mg/dl. The hyperglycemia and elevated ketones/diabetic ketoacidosis were treated with insulin pump (subcutaneous insulin infusion), IV insulin drip (intravenous insulin infusion), and hospitalization, with the symptoms of malaise, anxiety, and physical illness. The event involved product(s) mmt-1884l, mmt-399a, mmt-332a, mmt-7040ma. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-7040ma.